Manufacturer narrative:
There was no patient involvement. Sorin (B)(4) manufactures the sorin s5 system. The incident occurred in (B)(6). This medwatch report is being filed on behalf of sorin (B)(4). Sorin (B)(4) received a report that one of the pumps for the sorin s5 system did not alarm when the lid was open. This issue occurred during priming, so there was no patient involvement. The investigation is ongoing. A follow-up report will be sent when the investigation is complete.

Event description:
Sorin group (B)(4) received a report that one of the pumps for the sorin s5 system did not alarm when the lid was open. This issue occurred during priming, so there was no patient involvement.

Manufacturer narrative:
(B)(4). Livanova (B)(4) received a report regarding the s5 system; device is no longer referred to as the sorin s5 system. A livanova field service representative was dispatched to the facility to investigate. During troubleshooting, the service representative was able to confirm the reported issue. The service representative observed with the pump cover open that the pump head did not stop and there were no audio alarms. The pump cover sensor was replaced to resolve the issue. A full functional safety test was completed successfully and no further issues were noted. The device was returned back to service. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. The defective cover sensor was identified as cause of the reported issue. A root cause for the defective cover was not identified.

Manufacturer narrative:
The date was inadvertently entered as july 19, 2017. The date follow-up report was actually submitted was july 20, 2017. The date this correction is being submitted is july 21, 2017.